Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w version 4.11 e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged drive/motor anomaly found on (B)(6) 2023. The pump passed the displacement test, rewind test, and self test. The pump failed the prime/seating test. Unable to perform basic occlusion test, force sensor test, and occlusion test due to unexpected drive/motor anomaly during prime/seating test. Successfully downloaded pump history files and traces using thus software. In the pump history files and traces, pump error 37 alarmed on the event date of (B)(6) 2023 at 18:12:14.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Found dried insulin on the motor slide. Moisture damage was found on the keypad flex connecting cable. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, label damage, corroded battery tube, and corroded battery tube spring. Drive/motor anomaly and pump error 37 were confirmed during testing due to moisture damage on the force sensor and motor home switch. Moisture damage was confirmed found on electronic assembly (pcba 1 and pcba 2), keypad flex connecting cable, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated that the piston will not going down to the bottom of the compartment. Troubleshooting was partially performed. The customer reported displacement test was failed. The customer also stated the pump indicates the reservoir is full and the pump alarmed immediately but the piston was not moving. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The pump was returned for analysis.